Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the insulin pump alarmed no delivery. The customer reported she woke up and checked her blood glucose and it was over 600 mg/dl. So she tried to treat it with a bolus but when it got to 0.1 units it said no delivery. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Patient's current blood glucose was unknown. Customer treated high blood glucose with a manual injection. Customer states the drive support cap appears normal. Customer is not calling back to perform high pressure test. Customer elected to stop the troubleshoot because she feels her high blood glucose reading is due to the no delivery alarm she received this morning. The insulin pump will not be returned for analysis.